Event description:
It was reported that the patient experienced underdose symptoms, dystonia, spasticity, and less than 50% therapy relief on approximately (B)(6) 2014. There were no alleged product issues with the pump and no action was required in respect to the pump. However, it was also reported that on (B)(6) 2014 there was the explant of the pump and a partial explant of the proximal segment of the catheter. The issue at the level of the proximal segment was not specified. The explanted portion of the catheter was discarded and will not be returned. It was unknown if diagnostic testing or troubleshooting was performed, the cause of the issue or if it was resolved. At the time of the report the patient's status was reported as alive-no injury. This device system delivered baclofen. Additional information was requested to verify the patient symptoms, allegation of the proximal segment and product identifiers. Additional information noted that there was no indication of a pump issue as there were no particular logs in pump memory. No rotor, dye, or cap test were done. The patient was doing well and receiving effective therapy. Again, no products will be returned. Please note the dates provided were reported as approximate. Should additional information be received a supplemental report will be filed. ((B)(4).)

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2014 (proximal portion), product type catheter. (B)(4).

Manufacturer narrative:
Initial report should have also included consumer as a report source.